Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of anxiety-product/procedure, capsular contracture and pain was received on december 16, 2025, with catalog number mcghan330cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed an opening, wear abrasion and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Clarification to partial date of implant d6a: 1993.

Event description:
Patient reported "pain", ¿capsular contracture baker grade IV ¿ and ¿textured to smooth ¿. Later, healthcare professional reported "capsular contracture, baker grade unknown" and "patient¿s concern with the product". This record is for the right-side. Device was explanted.

Event description:
Patient reported right side "pain", ¿capsular contracture baker grade IV " and ¿textured to smooth¿. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d3., d.6b., g.1., h.6.

Event description:
Patient reported "pain", ¿capsular contracture baker grade IV ¿ and ¿textured to smooth ¿. Later healthcare professional reported "capsular contracture, baker grade unknown" and "patient¿s concern with the product". This record is for the right-side. Device was explanted.